Manufacturer narrative:
H6: the device, intended for use in treatment was returned for evaluation: a visual inspection was conducted and confirmed the tip on the rdce frcps w/ pts brd is bent which causes it to not properly function. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that during an internal fixation surgery, the tip of a rdce frcps w/ pts brd got bent. There was no significant delay and the procedure was finished using a smith & nephew back up. Patient was not harmed.